Manufacturer narrative:
The device was received by the baxter service facility, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. The device failed idea testing due to system error 345. A review of the event history log identified multiple system error 345 messages. Evaluation inspected the pump and reviewed thermistor calibration, the force sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump at baxter puerto rico, the device experienced system error 345 (thermistor disparity) alarm. No additional information is available.